Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
It was reported that this right ventricular (rv) lead was electively abandoned due to non-product experience. No allegation against the lead performance. The patient was diagnosed with an infection after the procedure. The patient underwent a system revision due to infection and this lead was extracted. There were no additional adverse effects reported.